Event description:
It was reported that during set up, when powered on, a 980 ventilator generated an inoperative error message. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and performed calibrations. The se replaced the breath delivery central processing unit (cpu) printed circuit board (pcb), performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.